Manufacturer narrative:
Additional information was added to the following fields to capture the new info: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, leading to high out-of-range shock impedance measurements. Which was indicative of calcification or mineralization. Troubleshooting options were discussed and recommended. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted a code 1005, indicating an open circuit condition. The patient was referred to the physician for lead extraction. However, the physician decided the extraction was too high risk. Currently, this rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additional information was added to the following fields to capture the new info: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, leading to high out-of-range shock impedance measurements. Which was indicative of calcification or mineralization. Troubleshooting options were discussed and recommended. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted a code 1005, indicating an open circuit condition. The patient was referred to the physician for lead extraction. However, the physician decided the extraction was too high risk. Subsequently, a revision procedure was performed, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, leading to high out-of-range shock impedance measurements. Which was indicative of calcification or mineralization. Troubleshooting options were discussed and recommended. Currently, this rv lead remains in service and no adverse patient effects were reported.